Manufacturer narrative:
A CAPA and product risk assessment were implemented to address the broken male luer - volumeview manifold failure mode for volumeview product models. As part of the investigation, product design was a factor in the root cause. CAPA actions are in place to resolve the design issues. Complaints will continue to be monitored.

Manufacturer narrative:
Upon further review, type of investigation, investigation findings and conclusions codes were updated in order to better reflect the nature of the finding. Additionally, the brand name, common device name, device product code and 510k reference of the device involved were updated in their respective fields.

Manufacturer narrative:
One manifold was recieved for evaluation. The reported event of thermistor manifold broken was confirmed. The male luer of the t-connector (with swabbable luer sites) of volumeview manifold had been broken off. Cross surfaces of broken luer were rough and uneven. No other visible damage was observed from returned part. A device history record review was completed and documented that device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use a catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using s catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Due to the positive pressure the heart and the ventilator places on the lines, blood will be pushed out into the system if a break were to occur. Therefore, a natural flow of gas into the patient body is possible, but unlikely. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during set-up this volumeview combo kit, the thermistor manifold was found to be broken. There was no patient involvement.